Manufacturer narrative:
H3 other text : the device is pending the outcome of the manufacturer evaluation.

Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: loose oxygen connector, crack at mounting block screw holes and initial power up. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: loose oxygen connector, crack at mounting block screw holes and initial power up. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The trilogy 100 ventilator was returned to the manufacturer for evaluation and the device powered on and operated as it should. There were no significant events in the error log. The complaint of loose oxygen connector and crack at the mounting block screw holes were confirmed. The complaint of issue with the initial power up was not confirmed. The device cannot be tested due to the o2 connector physical damage therefore the o2 connector needs to be replaced. The customer request that no repairs be made to the device. The unit will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation. The device did not pass testing.